Event description:
It was reported that during advancement, the physician was pushing very hard to try to reach the lesion and the stent pulled off the delivery system in an unintended site. The balloon was inflated to compress the dislodged stent to the vessel wall. The physician rotator bladed the lesion and placed another stent in the lesion. The pt is doing fine.